Manufacturer narrative:
A ge representative evaluated the system and reseated connections to the work station power supplies. System operates as intended.

Event description:
The customer reported problems with the road mapping and subtraction functions. No patient injury was reported.